Event description:
The customer reported that the ortho provue analyzer interpreted a pt results as d negative during rh testing. Repeat testing in manual gel and tube method showed positive results in with anti-d antisera. False negative results can lead to transfusion of incompatible blood. Erroneous results were not reported, as the results obtained from the provue did not match those obtained by an alternate test method.

Manufacturer narrative:
An ocd field engineer (fe) visited the site and performed the appropriate adjustments to the gripper and replaced the fluidics components, returning the instrument to its expected operation. No definitive root cause was determined.